Event description:
Provided information states that during implantation of the device, the lengthener did not fully distract. The surgeon decided to remove the device. While removing the device, the key ring became detached and remained in the intramedullary canal.